Manufacturer narrative:
.

Event description:
Procedure type: hernia. According to the reporter: an air leak occurred and the balloon may have popped. Another device was opened to finish the case. It could not be determined if the balloon actually popped.